Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed. The field service engineer (fse) had remotely accessed the station, found no failures, and detected no blue screen issues. The fse had found drawer five had been intermittently jammed due to piggybacks sticking out from drawer six's matrix tray, caused an obstruction above. The fse had resolved the issue by clearing all the obstructed and verifying that it functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer had failed and unable to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.